Event description:
The consumer reported the right foot side rail will not latch. The bed is located in the patient's home. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.